Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menstruation irregular ("irregular menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia"), endometriosis ("endometriosis/reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("menstrual pain/dysmenorrhea cramping)"), back pain ("back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("headaches,"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: intestinal problems\bowel problems"), bladder prolapse ("bladder or urinary problems or changes: prolapsed bladder"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, migraine, weight increased, menstruation irregular, menorrhagia, endometriosis, dysmenorrhoea, back pain, abdominal pain lower, abdominal distension, anxiety, depression, vaginal haemorrhage, headache, gastrointestinal disorder, bladder prolapse, abdominal pain, metrorrhagia and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, bladder prolapse, depression, dysmenorrhoea, endometriosis, gastrointestinal disorder, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6)2013, (B)(6)2013 received treatment for pain- chronic, pelvic/abdominal, back, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), weight gain, gi conditions, headaches, migraine, endometriosis, bladder prolapse, bowel problems, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: confirmed proper placement.. Imaging procedure - on (B)(6)2013: results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: new events- abdominal pain, metrorrhagia, bladder problems, were added. Insertion date & lab test date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menstruation irregular ("irregular menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia"), endometriosis ("endometriosis/reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("menstrual pain/dysmenorrhea cramping),"), back pain ("back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("headaches,"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: intestinal problems") and bladder prolapse ("bladder or urinary problems or changes: prolapsed bladder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, weight increased, menstruation irregular, menorrhagia, endometriosis, dysmenorrhoea, back pain, abdominal pain lower, abdominal distension, anxiety, depression, vaginal haemorrhage, headache, gastrointestinal disorder and bladder prolapse outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, bladder prolapse, depression, dysmenorrhoea, endometriosis, gastrointestinal disorder, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: confirmed proper placement.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes,headaches, gastrointestinal or digestive system condition type: intestinal problems were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two silver metallic coils embedded within the uterus') and pelvic pain ('severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menstruation irregular ("irregular menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia"), endometriosis ("endometriosis/reproductive system disorder or condition type of disorder or condition: endometriosis"), dysmenorrhoea ("menstrual pain/dysmenorrhea cramping)"), back pain ("back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("headaches,"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: intestinal problems\bowel problems"), bladder prolapse ("bladder or urinary problems or changes: prolapsed bladder"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy plus bilateral salpingo-oophorectomy and hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, migraine, weight increased, menstruation irregular, menorrhagia, endometriosis, dysmenorrhoea, back pain, abdominal pain lower, abdominal distension, anxiety, depression, vaginal haemorrhage, headache, gastrointestinal disorder, bladder prolapse, abdominal pain, metrorrhagia and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, bladder prolapse, depression, dysmenorrhoea, embedded device, endometriosis, gastrointestinal disorder, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2013, (B)(6) 2013 received treatment for pain- chronic, pelvic/abdominal, back, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), weight gain, gi conditions, headaches, migraine, endometriosis, bladder prolapse, bowel problems, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed proper placement.. Imaging procedure - on (B)(6) 2013: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('two silver metallic coils embedded within the uterus') and pelvic pain ('severe pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menstruation irregular ("irregular menstrual bleeding"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia"), endometriosis ("endometriosis/reproductive system disorder or condition, type of disorder or condition: endometriosis"), dysmenorrhoea ("menstrual pain/dysmenorrhea cramping)"), back pain ("back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: intestinal problems/bowel problems"), bladder prolapse ("bladder or urinary problems or changes: prolapsed bladder"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and bladder disorder ("bladder problems"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy plus bilateral salpingo-oophorectomy and hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, migraine, weight increased, menstruation irregular, menorrhagia, endometriosis, dysmenorrhoea, back pain, abdominal pain lower, abdominal distension, anxiety, depression, vaginal haemorrhage, headache, gastrointestinal disorder, bladder prolapse, abdominal pain, metrorrhagia and bladder disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, bladder prolapse, depression, dysmenorrhoea, embedded device, endometriosis, gastrointestinal disorder, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy date(s) of insertion: (B)(6) 2013. Received treatment for pain chronic, pelvic/abdominal, back, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), weight gain, gi conditions, headaches, migraine, endometriosis, bladder prolapse, bowel problems, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, results: confirmed proper placement. Imaging procedure: on (B)(6) 2013, results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter information added. Event: two silver metallic coils embedded within the uterus added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), weight increased ("weight gain"), menstruation irregular ("irregular menstrual bleeding"), menorrhagia ("heavy menstrual bleeding"), endometriosis ("endometriosis"), dysmenorrhoea ("menstrual pain"), back pain ("back pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, migraine, weight increased, menstruation irregular, menorrhagia, endometriosis, dysmenorrhoea, back pain, abdominal pain lower, abdominal distension, anxiety and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, endometriosis, menorrhagia, menstruation irregular, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.